Event description:
Customer called and stated that a blood glucose reading was taken on a pt and the result was 440 mg/dl at 6:05 am, a lab was performed and the result was 155 mg/dl. Blood glucose tests were taken on a second pt, and the result was 487 mg/dl and the lab result was 383 mg/dl. Another test was done on the same pt, and the result was 409 mg/dl and the lab result was 308 mg/dl. No treatment was given to either pt based on the device results. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.